Event description:
The pt has been an inconsistent user and requested assistance to use his equipment and the cochlear implant. External equipment was exchanged but lock could not be established. During eval, system lock was unsuccessful. The ctr will pursue device revision surgery.